Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Correction: section d medical device model, unique device identifier (UDI), section g manufacturing location, reporting source. The reported condition of drawer failure was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order # (B)(4), the fse reported that it was found a fh drawer position 1 on the aux cabinet unable to open or recover. The fse found the main pyxibus module with no indicator lights present and replaced it. The fse restarted the station and the customer was able to recover and did a transaction successfully. The report was closed. During dchu visual inspection: pn 151903-01: the pcba fh cubie pmc was received with signs of thermal damage on component u300. During dchu testing: pn 151903-01: the testing from dchu was not required due to the signs of thermal damage on the internal components of the pcba. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u300 on the full height cubie pmc circuit board (pn 151903-01), resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed to detect on bus. The customer attempted to reboot the station, but the issue persisted. The customer stated there was a delay to the patient's workflow. As per part investigation, it was determined that thermal damage to component u300 on the full height cubie pmc circuit board. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer position 1 on the auxiliary cabinet was unable to open, and the main pyxis module had no indicator lights present. A field service engineer replaced the smart board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.